Event description:
Customer's family member called to report customer was hospitalized due to high bgs. States the pump needs to be replaced because it malfunctioned. Troubleshooting performed. 3.0u prime. Pump primed with insulin exiting. Family member did not wish to do further troubleshoot on pump and requested pump be replaced.